Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump prime history did not reflect the priming performed on (B)(6) 2012. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the prime history showed that the pump was primed on (B)(6) 2012 at 00:51 and on (B)(6) 2012 at 12:44. The pump performed the rewind, load, prime and fill cannula sequence successfully. The prime and fill cannula steps were accurately recorded in the pump history. During testing, a 10u normal bolus and a 10 u audio bolus were performed successfully and correctly recorded in the pump history. No hypersensitive keys were observed on the keypad during testing. The original complaint was not duplicated during the investigation.